Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. Pacing impedance measurements are now high out of range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. Pacing impedance measurements are now high out of range. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. Additional information from the field representative provided this rv lead was fractured. The fracture resulted in reproducible noise which was oversensed. The field representative also reported there had been non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) due to this rv lead fracture. Additional information from the field representative provided there was no evidence of non-conversion of vt or vf. This rv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. Pacing impedance measurements are now high out of range. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. Pacing impedance measurements are now high out of range. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. Additional information from the field representative provided this rv lead was fractured. The fracture resulted in reproducible noise which was oversensed. The field representative also reported there had been non-conversion of ventricular tachycardia and ventricular fibrillation due to this rv lead fracture. Additional information has been requested but was not provided at this time. This rv lead has not been returned. No additional adverse patient effects were reported.